Manufacturer narrative:
Novocure's medical opinion is that the contribution of device use to the temporary impairment due to the neck discomfort cannot be ruled out. Neck pain is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 36-year-old female patient with recurrent glioblastoma started optune gio therapy on (B)(6) 2025. During a review of patient medical records received by novocure on (B)(6) 2026, it was discovered that, during a radiation oncology visit on (B)(6) 2026, the patient reported experiencing neck discomfort associated with optune gio device use. The patient indicated that monthly adjustment procedures were required, though specific details were not provided. On (B)(6) 2026, the patient's prescribing healthcare provider informed novocure that the patient had been seeing a chiropractor monthly for adjustments due to neck discomfort possibly caused by the weight of the optune gio device.